Event description:
One week after implant, patient experienced shortness of breath. Echo revealed a significant pericardial effusion. Patient was taken to or and 600cc's of blood was drained through pericardial window. Cardiac tamponade reported. Physician was unable to identify source of bleeding or lead perforation. Lead measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwacth form was received.